Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and booted. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Receiver functional test was performed, and it passed the speaker tests. A global communication tool test was performed, and passed test. A manual "try it" test was performed and passed. The receiver case was opened for an interior inspection and passed. Performed speaker audio intermittent tests and passed. Speaker resistance was measured and passed. The reported event of an intermittent audio output could not be confirmed in the log review and reproduced\replicated with the returned device. A root cause could not be determined.